Event description:
The customer reported that the system was giving an error message "tracker starter failure".

Manufacturer narrative:
This MDR is related to ge healthcare. Error code displayed. The ge service rep had them shutdown the system and wait several mins after shutdown before doing a cold boot. The system booted up, and they loaded the pt scan from the hard drive and then the system requested the attachment of the transmitter cable and then the receiver cable. After attaching both cables, the system reported the message as shown above. At this point the ge service rep informed the customer that they needed to have a ge service rep on-site to checkout the system and tracker. The doctor had not decided if he would continue on with the case without the nav or cancel the procedure. No injury to the pt on the table was reported.